Event description:
It was reported that in clinic patient experienced hypotension. The patient's returned to flow (rft) was 60 and their milrinone drip was off. There were no ventricular assist device (vad) alarms but there were 2723 pulsatility index events a day which looks like constant suction. The patient was sent to emergency department where rft was 78. The patient was readmitted and milrinone was restarted. On (B)(6) 2022 the patient was found obtunded, febrile, and hypotensive with return to flow 50 to 30 transferred to the cardiac intensive care unit. The patient received fluid resuscitation and cefepime was started. Milrinone stopped and dopamine and norepinephrine started. Rft was 60. Creatinine was 5.38-5.65 which was up from previously 2.5 post hypotensive episode that morning. The patient was given a normal saline bolus, dopamine, epinephrine, and vasopressors. Urine was 300 ml since admission. At home fluconazole was continued and blood and wound cultures were sent. Lactate was 2.9, chest x-ray was unchanged, and the patient required increased oxygen and was placed on high flow o2 at 50%. The patient's creatinine was 5.38 to 5.65 which was up from 2.5 post hypotensive episode that morning. On (B)(6) 2022 the creatinine was 3.9, on (B)(6) 2022 creatinine was 2.67, and 24-hour urine output was 2295. On (B)(6) 2022 the patient remained on epinephrine and vasopressors with blood pressure 82/66, and showed altered mental status. Cultures were negative and patient was given meropenem, micafungin, vancomycin, and cefepime. On (B)(6) 2022 mentation was improving. The patient was still on vasopressors, epinephrine, and norepinephrine with blood pressure of 83/73. The patient's renal dysfunction resolved without sequelae on (B)(6) 2022 with a creatinine level of 1.58. The patient's white blood count was 6.8, afebrile antibiotics were continued. The patient has a computerized tomography (CT) of their chest abdomen and pelvis which came back negative except for a small ground glass opacity in left upper lobe. The patient was on room air and cultures are still negative. The patient's altered mental status was secondary to other illness and hypotension. Sepsis continued and may prolong hospital stay. A CT of the head was done, and it came back negative with a glasgow coma score of 13-14. The patient was agitated and restrained. On (B)(6) 2022 the patient's altered mental status resolved without sequelae. On (B)(6) 2022 the patient experienced nausea at home for 2 days likely due to heart failure. The patient vomited twice and was not taking medications or fluids and become dehydrated with hypotension. Fluid challenge 500 ml was given in the emergency department with rise in blood pressure from 50 to 70. Diuretics were held. Creatinine was 2.95 due to cardiorenal etiology. Milrinone continued at 0.25 mcg/kg/min and chest x-ray showed no acute processes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that blood pressure was stable on (B)(6)2022, no pressors were given, and the patient¿s right heart failure resolved on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2021. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction, right heart failure, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.